Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging that on two separate occasions she noticed a pool of insulin in the pump's cartridge chamber. The pt's mother reported that the insulin appeared to be coming out of the cartridge at the plunger end. The reporter claimed the pt's blood glucose was "slightly elevated" when this has occurred. Blood glucose results were not provided. In addition, there was no mention of symptoms. At the time of troubleshooting, the customer service representative (csr) advised the reporter to do a rewind and load without the cartridge to confirm the piston was moving appropriately and pump was working. The csr noted that the reporter disconnected the call at the time of troubleshooting and therefore was unable to obtain cartridge info.